Manufacturer narrative:
Received 1 used channel drain with the original unit packaging. Visual inspection noted that the drainage tubing appears to have broken from the trocar. The trocar and the tubing were returned for evaluation. Further examination found a partial channel drain was returned. The partial drain measured 1.875¿ it was observed that the tube has silicone inside and the trocar is bent. Dimensional evaluation: the drain was cut to take measurements with electronic measurement vision system ID no. (B)(4) with calibration date of (B)(6) 2015 due date (B)(6) 2016 as follows: (B)(4). The drain dimensions were found to be within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "to avoid the possibility of drain damage or breakage: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product is broken.